Event description:
During uterine artery embolization the ir ran out of pva's resulting in unilateral artery embolization. Procedure repeated 5 times. Part of dr's study group. Following uae patient had a of fever 103 degrees. Given oral cipro and IV clindamycin. Yellow green vaginal discharge. Hospitalized 10 days. Discharged home with oral antibiotics. Following uae severe pelvic pain and three doctors have recommended hysterectomy. Fibroids continued to grow. Succesful myomectomy performed. Gynecologist said there were many adhesions secondary to uae.